Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter germany received a report that a folfusor had no flow during patient use. The patient's port was checked and no blockage was detected on the port. The device was filled with a solution of fluorouracil and glucose. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition was determined to be drug crystallization at the end of the glass capillary.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one sample containing approximately 100 ml of fluid in the reservoir. The reported condition of no flow was confirmed. Visual examination of the unit showed no signs of blockage in the bladder or delivery tubing. Microscopic examination of the flow restrictor showed evidence of crystallized drug blocking the end of the glass capillary (fluid pathway) located inside the flow restrictor. A functional test was attempted on the unit, but flow was not possible due to the crystallized drug blocking the fluid pathway. The root cause of the reported condition is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.